Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013274837); product type: 0195-heart valves; implant date: n/a ; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with a 18-millimeter (mm) balloon. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then deployed to the point of no recapture (ponr) but was subsequently recaptured due to under expansion. A second deployment attempt was then made, however, under expansion was recurrently identified. In response, the attending physician recaptured the valve and removed the dcs from the patient's body. A second pre-implant bav was then completed with a 20 mm balloon. A second valve was then utilized to complete the procedure. No patient complications were reported as a result of this event. Per the physician, calcification on the patient's right coronary cusp (rcc) and non-coronary cusp (ncc) contributed to the valve under expansion.